Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling skipped beats and light headed. An express transmission showed the right ventricular (rv) lead exhibited one ventricular under sensed r-wave, which appeared to be functional under sensing as the r-wave fell shortly after the atrial sensed event. The device did provide backup v-pace as expected. The lead remains in use. No further patient complications have been reported as a result of this event.